Event description:
During evaluation of the device, the philips field service engineer (fse) noted the paddle set charge button was broken and not functional. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.